Event description:
The hospital ordered 9 lumex recliner chairs in january 2014. In august 2014 the steering casters began shifting and wobbling while patients were being moved in the chairs. Eventually, some of the casters began falling off. In at least one case there was a patient in the chair, though no injury. Also the brakes on the chairs are made of plastic. When the nurse tried to set the brake on one chair, the plastic brake broke. The weight limit on these chairs is 350 lbs. Currently, there are five chairs that are not usable.